Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user was unable to log in. A technical support specialist checked through myql and identified that the customer account was inactive because the user had been added as a temporary user. Since the previous supervisor was not available, the customer was advised to contact the mgm pmco team so they could log in to myql and activate the account. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to login. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.